Event description:
Per the clinic, the patient developed an infection at the implant site. There are plans to explant the device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024.